Event description:
It was reported the subject device experienced halogen lamp burnt. The issue occurred during set up/inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the halogen lamp burnout event occurred due to the use of an out-of-specification halogen lamp. Instructions for use (IFU) states the following: chapter 6 replacement of lamps_warning_p22. Never install any lamp other than the one specified by our company. Failure to do so may cause the light source device or related equipment to malfunction, potentially leading not only to operational errors but also to fire hazards. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.